Manufacturer narrative:
If additional information is received, it will be provided in a supplemental report upon completion of the investigation.

Event description:
Color identification falls out of the accolade rasp. Surgeon is afraid that if this happens again and they don¿t notice it, the piece of plastic will stay in the patient.

Manufacturer narrative:
An event regarding crack/fracture involving an accolade broach was reported. The event was confirmed by inspection of the returned device. Conclusions: it was reported that color identification fall out of the accolade rasp. Examination of the returned device by a material analysis engineer indicated that the indicator pin on the rasp fractured in overload due to multiple overload conditions. Observed macroscopic features indicated the fracture propagated inward from the edge of the pin. Based on the given information, no materials or manufacturing discrepancies were observed on the surface examined. No further investigation is required at this time. If the additional information will be received, this investigation will be reopened and re-evaluated.

Event description:
Color identification falls out of the accolade rasp. Surgeon is afraid that if this happens again and they don¿t notice it, the piece of plastic will stay in the patient..